Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the device tip could not be identified and a definitive root cause of the could not be determined, however, the foreign material may not have been able to be removed during reprocessing due to the observed leakage from forceps stand. Additionally, the foreign material observed in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of the light guide adhesive peeling off due to physical stress such as hitting/dropping distal end, and or chemical stress, resulting in humidity/moisture in the lens and leading to corrosion. The event may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v operation manual 3.3 inspection of the endoscope. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Additional information received from the customer stated that the device was always processed with a standard procedure and followed to rule by trained workers. There were no procedural delays or mishaps/misunderstandings.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign material was found in the distal end and the inside of the light guide lens had discoloration. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the distal end. The additional evaluation findings are as follows: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the right/left knob had discoloration, the up/down knob had discoloration, the switch box had a scratch, the light guide bundle was damaged, the connecting tube had a snag, the distal end was shaved, the adhesive around the objective lens had wear, the light guide lens had discoloration, and water tightness in the forceps elevator was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.